Manufacturer narrative:
Eval summary: sample was returned and the haptic damage was observed. Solution was also observed. Results from the product history record review indicated the lens met release criteria. The use of an unapproved cartridge/lens combination was indicated. The root cause is most likely related to a failure to follow the dfu. The use of unapproved products may result in lens delivery difficulties or product damage. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. (B)(4).

Event description:
A facility reported that during intraocular lens (iol) implant surgery, the haptic was straight instead of curved. Additional info was received from the nurse, who reported an anterior vitrectomy was required. The nurse identified the use of an unapproved cartridge. Additional info has been requested.